Event description:
Blood glucose results of "142 mg/dl with a lifescan meter and 104 mg/dl" on a laboratory device, performed within 11 to 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A potential malfunction of the meter in terms of accuracy.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.